Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering and they experienced high blood glucose level of 286 mg/dl at the time of incident. Customer also mentioned blood glucose levels of 289 and 317 mg/dl. The customer felt ok to troubleshooting high blood glucose level. Customer reported that they did not contact their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with injections and bolus. Customer was using auto mode at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was not sure if she was able to set all the settings on her insulin pump from the old pump to the new insulin pump. The insulin pump was not returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.